Event description:
The caller reported that there was a malfunction on the pump, specifically a malfunction code 16, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. A replacement pump was sent by technical support, and the customer was given instructions on how to put the pump into storage mode and return it using the provided return box and pre-paid label. The customer understood and acknowledged all the instructions given.